Event description:
It was reported that the patient was not able to get adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 19835419. Product family: scs-adapters; upn: m365sc9218550; model: sc-9218-55; serial: (B)(6); batch: 19478489 / 19665735.